Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. It was reported that there was blood in the distal conductor (not obstructed), the outer tubing overlay, and the lobe mechanism. Visual inspection noted that the lead was returned with the lobes undeployed and the locking mechanism was working at that time.

Event description:
It was reported that during the implant procedure, the lobes deployed during insertion into delivery system. Even while using the locking mechanism, the lead could not be advanced. The lead was not implanted. No patient complications have been reported as a result of this event.